Event description:
There was a 60-minute delay in the case. The handpiece stopped working during the procedure. No other information is available for this incident.

Manufacturer narrative:
The device investigation has not been completed.